Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport clearvue isp.on (B)(6) 2025, the port was removed due to leakage when contrast medium was injected. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port with an attached catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted, and multiple bents were noted throughout the attached catheter. The edges of the partial compound break on the attached catheter were noted to be jagged. The surface was noted to be granular with residue throughout. Upon infusion, a leak was observed from the partial compound break in the attached catheter. Therefore, the investigation is confirmed for the reported catheter bent, fluid leak and identified fracture issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2 (event attributed to), b5, g3, h1, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport clearvue isp. The catheter was bent when implanted. On (B)(6) 2025, the port was removed due to leakage when contrast medium was injected. There was no reported patient injury.